Manufacturer narrative:
(B)(4). Evaluation: results: (guide wire). Results/conclusion: (root cause of the event cannot be determined).

Event description:
A 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the rca of a pt with no issue reported. However, it was reported that on removal of the relevant device, the balloon material became stuck on the vessel. Although post dilation of the deployed stent was successfully performed with two separate nc sprinter rapid exchange (rx) balloon dilatation catheter, it was reported that, on removal, both the balloons became stuck on the inside of the stent (ref MFR# 2953200-2011-00314 and 2953200-2011-00315). It was reported that the physician was able to remove all of the devices with no health hazard caused to the pt. No other clinical sequelae were reported. The account reported that the event may have been related to a hydrophilic wire problem (non-medtronic wire).